Event description:
It was reported that the customer had high blood glucose levels of 236 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer reported that the display of the insulin pump came back and flickered and then faded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had currents in specification. No blank display or screen flickering was noted during testing. However, the insulin pump was received with moisture damage on the display board and keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No blank display when pressing on keypad or display anomaly was noted.